Event description:
A 16mm diameter x 11.5cm length aneurx iliac stent graft was inserted for treatment of an abdominal aortic aneurysm in 2001. The patient had mild to moderate vessel tortuosity. The amount of calcification is unknown. It was reported that the 16 french cook sheath used for the procedure caused the hytrel (graft cover) of the delivery system to break at the distal portion of the handle while attempting to deploy the stent graft. The black ring had been partially retracted when the hytrel broke. The device was removed from the patient and another iliac limb stent graft was used. It is unknown if the physician lubricated the delivery system as recommended by the cook corporation. No additional information is available at this time. It is reported that the patient is fine and no additional clinical sequelae were reported. Receipt of the device is pending for evaluation.

Event description:
Analysis of the returned device has been completed. The device was returned with the stent graft still loaded and the graft cover slightly retracted. A pinch was found on the graft cover, and the graft cover had been broken close to the slide ring. The damage observed indicates that compression forces and excessive longitudinal stress most likely led to the breaking of the graft cover and the failure to deploy. The damage to the graft cover and info from the field indicates that the sheath may have contributed to the reported deployment difficulties.